Manufacturer narrative:
D6a: unk. H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5_13.2 implantable collamer lens of -8.00 diopter was explanted on (B)(6) 2023, for an unknown reason. If additional information is received a supplemental medwatch report will be submitted.